Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2010 and suture was used. During the procedure, the needle weakened at the swage and was about to snap. There were no adverse patient consequences reported. On (B)(6) 2010, a needle was returned for evaluation. Upon visual evaluation, the needle was found to be broken.

Manufacturer narrative:
(B)(4). Results: a needle with the channel cut off was submitted for this evaluation. A microscopic inspection revealed marks at the cut off channel and on the needle area from which the channel was cut off from. There were no other defects. Conclusion: the device information for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". Results: representative samples were also inspected and there were no defects or marks found. Conclusion: the devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.